Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 19 of 20 mdrs filed for the same patient (reference 1825034-2016-02823 / 02824 / 02825 / 02826 / 02827 / 02828 / 02829 / 02830 / 02831 / 02832 / 02833 / 02834 / 02835 / 02836 / 02837 and 1825034-2014-00893 / 2014-04387 and 2015-04929 / 04930 / 04931). Device remains implanted.

Event description:
According to medical records, the patient has been indicated for revision due to chronic dislocations and noise from the components. No revision has been reported to date.